Event description:
It was reported by the customer that an (B) (6) responder was dispatched to the scene of a (B) (6) male pt who was in respiratory distress. Their response time was less than 1 min. Upon arrival the pt was witnessed to be suffering from agonal breathes and quickly deteriorated into a v-fib cardiac arrest. The device was then connected to the pt using quik-combo defibrillation pads. In manual mode, only a dashed line was observed. The customer verified that the device was in monitoring paddles and then replaced the pads with another set of quik-combo pads. The same failure was observed. Approx 4 to 5 mins after the (B) (6) responder arrival, a (B) (6) responder arrived. They connected their philips fr2 AED to the pt and delivered 1 shock. They then switched the philips pads to the lp12 device using an adapter; however, the same dashed line was observed. At that time, a second (B) (6) responder arrived with another lp12 device and they delivered 4 shocks to the pt with the second device. The pt was not resuscitated.

Manufacturer narrative:
(B) (4): the physio-control field service rep evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. Per customer request, the device will be returned to the physio-control failure analysis center for further investigation. A clinical review of the reported event determined that insufficient info was provided to physio-control to determine if the use of the device impacted the pt's outcome. It was stated that the pt was in vf cardiac arrest, but there is no ECG rhythm available for review.